Event description:
It was reported that the patient underwent a gynecological procedure and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that an align mesh was implanted into patient on (B)(6) 2008 due to recurrent stress urinary incontinence. It was reported that patient underwent mesh removal on (B)(6) 2011 due to dyspareunia and mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/23/2013. Corrected information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to uterine prolapse stage IV, cystocele midline stage IV, cystocele lateral, rectocele stage IV, and attenuated perineum. It was reported that patient underwent vaginal abdominal hysterectomy, sacrocolpopexy with mesh, bilateral salpingo-oophorectomy, uterosacral ligament suspension with enterocele repair paravaginal defect repair with anterior posterior colpoperineorrhaphy, and cystoscopy on (B)(6) 2007.